Manufacturer narrative:
(B)(4). G2: foreign country: australia. H6: mechanical (g04): femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a knee arthroplasty. Approximately 2.5 years post-op, the patient was revised due to an unknown reason. Attempts have been made and all available information has been provided.

Manufacturer narrative:
His follow-up report is being submitted to relay additional information. The following sections were updated: the event is confirmed. Visual examination of the provided pictures identified an explanted femoral component, consistent with the component from a uni-compartmental knee system. The component shows signs of use such as blood. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; b4; b5; d2; d10; g1; g3; g6; h1; h2; h6. D10: 42538000401 - partial tibial cemented size d left medial - 65121653. 42518200409 - partial articular surface left medial size d 9 mm thickness - 64660656. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient was revised due to a peri-prosthetic fracture and pain. Attempts have been made and all available information has been provided.